Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that the customer experienced an allergic reaction after wearing an adc freestyle libre sensor for 2 days. Customer experienced symptoms described as itching, redness, and yellow spot at the sensor area. The caregiver brought the customer to the dermatology clinic where a healthcare provider diagnosed the customer with contact dermatitis and recommended mometasone furoate cream and urea cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's caregiver reported that the customer experienced an allergic reaction after wearing an adc freestyle libre sensor for 2 days. Customer experienced symptoms described as itching, redness, and yellow spot at the sensor area. The caregiver brought the customer to the dermatology clinic where a healthcare provider diagnosed the customer with contact dermatitis and recommended mometasone furoate cream and urea cream for treatment. There was no report of death or permanent injury associated with this event.